Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image during up angulation was not confirmed. The device evaluation found there was no image after the device was turned on. Due to damage on charge-coupled device unit, the image was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had no image when using the up angulation. The issue was found during reprocessing. Procedures were completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the movement of the charged coupled device cable built into the curved part worsened and received damage (arrangement disorder, buckling, disconnection, etc.). Olympus will continue to monitor field performance for this device.